Event description:
Customer reported an over infusion of fentanyl event. Infusion was started and nurse came back to the pt's room sometime later and noted the fentanyl bag was almost empty sooner than expected. She paused the pump and saw the fluid continuing to infuse at a significant rate even though in pause mode. Pt remained stable with no harm and no medical intervention given. Biomed reported the platen assembly appeared loose on the device. No additional info was available.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. During visual inspection of the device when the door was opened, the membrane frame was found to be broken at the area where the top post of the platen is held in place in the hinge. A microscopic inspection of the break found evidence that the hinge had been sheared off from some type of impact event. When the membrane was removed from the bezel, broken plastic was also found around the screw hole where the screw secures the membrane frame. Rate accuracy testing was performed on the device. The reported over infusion condition was replicated during the investigation of the incident. The cause was determined to be damage to the membrane frame assembly. The cause of the damage to the membrane frame assembly could not be determined. A review of the service and product monitoring database was performed and no related issues were noted.